Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade unknown, "firmness not device related", and it was "stated that the firmness was due to the capsular contracture." Device remains implanted.